Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the implantable cardiac monitor showed false pause episodes due to the loss of electrode contact in the pocket. No intervention was performed and the patient would continue to be monitored.